Event description:
It was reported by service report that there was no power to the bed, and the power cord plug was missing the ground plug. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug missing ground prong.